Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor was not returned. The sutures are run through the cannula and tied at the cleat. The insertion device has no visible defects. A functional evaluation of the device could not be performed due to the anchor has already been deployed. An image evaluation revealed a broken anchor beneath a plastic wrap. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include hat could have contributed to the reported event include excessive force on the device, adverse impact events, or attempted reuse of a single use device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during surgery, the twinfix ultra anchor fractured when tried to be implanted. Surgery was completed with a back-up device in the originally drilled bone hole, instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). B5 and h6 updated.

Event description:
It was reported that, during surgery, the twinfix ultra anchor fractured when tried to be implanted. Broken pieces were successfully removed from the patient with tweezers. Surgery was completed with a back-up device in the originally drilled bone hole, instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient's status is good.